Event description:
The multileaf collimator leaves (mlc) show the open leaf position on the treatment workstation screen when they should have been in a closed leaf set. When the actual position of the mlc leaves was checked by the radiation therapist, it was confirmed that the leaves were in the open leaf position. No mistreatment occurred, as the therapist caught this discrepancy prior to the patient being treated. If the radiation therapist did not notice that the leaves were in the incorrect position and continued with treatment, it cannot be ruled out that it would lead to patient mistreatment. Treating with an open field when not intended could lead to a critical structure that would not otherwise receive radiation being exposed.